Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer¿s blood glucose level as the caller declined to answer related questions. To resolve the issue, technical support decided to replace the pump, and arrangements were made for the caller to use multiple daily injections as a backup therapy.